Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets and the motor. The rotor bearings were worn.

Event description:
It was reported during service at the manufacturer that the micro reciprocating saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.